Event description:
Customer reported the monitor is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the monitor power supply. System operates as intended.